Event description:
Additional information provided noted that this right atrial lead was surgically abandoned and will not be returned. The device was also explanted and will not be returned. The system was replaced with a new device and right atrial lead.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the visual inspection noted that the header of the device was loose, which appeared to be induced during the explant procedure. The device passed electrical testing. Analysis did not identify any device characteristics that would have caused or contributed to the clinically observed out of range atrial impedance measurements.

Event description:
Additional information noted that this device was returned. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that high out of range pacing impedances were seen on this right atrial lead. The device was reprogrammed and the system remains implanted. No adverse patient effects were reported.